Manufacturer narrative:
Additional information provided on (B)(6) 2020 indicated the patient had several co-morbidities including a history of cardiac problems. Prior to the procedure, the patient presented with intraventricular bleeding and severe cerebral infarct, and treatment was performed for a giant bleeding left carotid artery aneurysm and occlusion of the left middle cerebral artery (mca). Coil embolization of the aneurysm was the first treatment attempted. The coil that detached was the first to be placed in the aneurysm. After the new thrombus developed, 300 mg aspegic IV was administered. Coiling of the aneurysm was successful at the end of the procedure. The pre-existing mca occlusion was treated by thrombectomy and stent retrievers. The thrombus was completely resolved. Immediately after the procedure, the patient had a cardiac arrest that was not due to the coiling or thrombectomy. The patient stayed at the hospital. The patient was reported to have died from severe cerebral infarct, which "was not because of the complication with the coil. The patient came in very bad condition with already a severe infarct."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that coil embolization was performed on an aneurysm in tortuous anatomy. The coil entered the aneurysm on a steep angle. The coil was repositioned several times, but the pusher began to stretch. During the attempt to remove the coil, the pusher detached from the implant coil. The implant coil remained in the aneurysm with a little part of the coil extending into the parent artery. A small thrombus developed, which was treated with thrombolysis. There was no reported sequela.